Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an image blackout and scope communication error b30. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty plug unit and unit cable. The image was normal after replacing the plug unit and unit cable (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.